Event description:
Reporter alleged customer passed out and two days later blood glucose was 393 mg/dl. It was reported customer went to the doctor where their device read 27 mg/dl however customer's meter read 365/211/409/403 during back to back testing versus the doctor. Treatment info was not provided. A request was made for the return of the suepect device and replacement product was sent.